Manufacturer narrative:
Reporter is a j&j employee. The image(s) was reviewed and the complaint condition could not be confirmed as the image provided does not show any defect with the device and the functionality cannot be determined. A product investigation was conducted. Visual inspection: the scrdriver shaft 4.5/5 t25 self-hold f/ao (part # 314.119, lot # 10l5064) was received at us cq. The distal tip of the device was worn. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: manufacturing location: supplier - universal punch / inspected, packaged and released by: monument. Release to warehouse date: 12-nov-2019. Part number: 314.119, stardrive screwdriver shaft t25/qc. Lot number: 10l5064 (non-sterile). Lot quantity: 103. Production order traveler met all inspection acceptance criteria. Certificate of compliance received was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2020, the little cutting of the three (3) reported drills was evident. Additionally the 3.2 drill bit bends when having to force it to cut. The screwdriver part has a damaged anchor therefore it does not couple with the handle. No patient consequences or patient harm reported. This report is for one (1) stardrive screwdriver shaft t25/qc. This is report 4 of 4 for complaint (B)(4).